Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Literature citation: steven m. Kurtz, et al. Retrieval analysis of peek rods for posterior fusion and motion preservation. European spine journal. 2013; issue#: doi 10.1007/s00586-013-2920-4.

Event description:
It was reported that the patient underwent a posterior spinal fusion at l5-s1 to treat facet arthropathy. It was reported that approximately .75 years post-op the patient underwent a revision surgery due to hardware-related muscular paravertebral pain.